Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. The procedure treated the target lesion located in the severely calcified and severely tortuous left circumflex artery. After pre-dilation, two unspecified promus element plus stents were deployed in the target lesion which were well expanded. Post deployment damage occurred to one stent from a guide extension catheter. The physician was then unable to cross the damaged stent with any balloons or stents. "The patient was sent for non-emergent bypass surgery, to address the vessel with stent damage and other vessels with lesions". No further patient complications were reported.

Manufacturer narrative:
Age at time of event: (B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).